Event description:
(B)(6) clinical study. Reportable based on analysis completed on (B)(6) 2012. It was reported that prior to a stenting treatment procedure, the stent felt 'sticky'. The 3.5x32mm, 90% stenosed target lesion was located in mid left anterior descending (lad) artery. The lesion was pre-dilated and a 3.5x32mm bsc stent was implanted in the lad. As the 3.0x20mm taxus liberte stent was opened and prepped for use, it was noted that the stent felt sticky. The device was not used and the procedure was completed with another 3.0x20mm stent and post-dilated resulting in 0% residual stenosis. There were no patient complications reported. However; returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The device was returned with the stent and tip stuck inside the foam insert of a umd kit. The stent was kinked on the 6th row from the proximal end and struts were misaligned in the region of the kink. Struts on the most proximal row and the most distal row were slightly raised. A visual and tactile examination of the stent found no issue which could have caused the stent to appear sticky. The tip was pinched closed and kinked. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. During analysis, the tip of the device was cut slightly while attempting to remove the device from the foam. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).